Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) was pacing at a rate lower than the low rate setting and that the blood pressure "has been falling a little". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified with the follow up with the doctor that the patients symptom was not associated with the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.